Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited loss of capture. No programming changes or intervention were reported; the pacemaker will continue to be monitored. There were no patient consequences.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was discharged following the procedure.